Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The ion chamber was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the ion chamber for the dose area product was damaged. No patient injury was reported.